Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a patient using the ilet experienced hyperglycemia with blood glucose readings up to 382 mg/dl by fingerstick after a breakfast of banana and toast, despite confirming a meal announcement and no observed infusion set issues such as leaking or kinks. Symptoms included elevated blood glucose. Outcomes included self-management at home with downward trending glucose during the call and no hospitalization. Investigation included remote troubleshooting and education focused on potential causes of elevated glucose, confirmation of proper device use, and verification of infusion set integrity. Investigation of this case revealed that the cause of the hyperglycemia was unclear, with no device alarms reported and no confirmed device malfunction or component failure. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.